Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: 04/26/2011, inratio: 1.3, re-test: 2.3, re-test: 2.8, re-test: 2.2. Customer tested four times today using three fingers for the four tests. Caller reports having difficulty applying sample due to eyesight issues - she sometimes misses the green light and so starts pushing the sample around onto the well. Customer also sometimes takes >15 seconds to apply sample to the strip, and forgot to press "ok" and wait for the green light to turn on before sticking herself.